Event description:
Customer reported a cryocyte freezing container was noted to be shattered on both sides with pieces "practically dropping off the bag" after being removed from the freezer prior to thawing. The patient for whom the stem cells were intended received a sufficient dose of stem cell from another bag. The broken bag is being stored frozen as back-up material. The fill volume was 48 ml. The duration of storage was approximately five and a half months in liquid nitrogen vapor phase. Customer uses a heat sealer to place two seals on the donor tubing next to the bag and creates one or two segments which result in the donor tubing extending approximately four inches beyond the yellow ports. A freezing press was not used. A control rate freezer was used. The bag was frozen and stored in a metal cassette (dimensions unknown). Storage was in a vertical rack. An overwrap was not used. The bag was not transported subsequent to fill. Customer is unaware of any changes in protocols, critical equipment, personnel or of any damage/deviations that may have contributed to this incident.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management.